Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced pain at the scs ipg pocket site (ipg moved lower down). As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the physician opened the ipg pocket and scarred over and removed the ipg. Ipg pocket was cultured before closing the pocket and came back negative. No pocket revision or ipg replacement was done. The leads were left implanted. The patient has a wound at the ipg site. Surgery may be undertaken to implant a new ipg when pocket site is healed. The issue of pain at the ipg site was resolved.